Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap on the feeding adapter alleged broke once week after placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one dual port feeding port adapter was returned for evaluation. The cap was detached from the body of the device. The port connector was noted to match with the detached cap. When viewed under magnification, the break surfaces appeared to be granular. Based on these findings, the investigation is confirmed for the reported cap detachment. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include material fatigue, tight fit around plug and tension on the strap/cap.

Event description:
It was reported that the cap on the feeding adapter alleged broke once week after placement. There was no reported patient injury.